Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely patient condition related, the patient had bleeding from multiple sites due to coagulopathy. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device via the right femoral artery for mechanical circulatory support and experienced bleeding from the access site and limb ischemia requiring intervention. The following day after impella implant, the patient was taken to the operating room for cannulation and difficulty was encountered. The decision was made to open the chest and centrally cannulate. Extracorporeal membrane oxygenation (ECMO) flows were increased to 3.9 and impella performance level was p-2 with appropriate flows. Subsequently, it was noted the patient began bleeding from multiple sites due to coagulopathy. Massive transfusion pack was given along with cell saver and crystalloid. The patient's chest was left open with central cannulation. Right groin decannulated and repaired. Later this same day, it was noted the patient was more stable. However, bleeding continued from the chest. Additionally, the patient's right leg was stiff and had no pulse. Vascular surgeon was consulted. The plan was to remove the impella and distal profusion catheter later in the day which was completed. The patient survived the explant and was noted to be in stable condition following the event.